Manufacturer narrative:
Correction: a2.

Event description:
On 21/jul/2021, it was reported that this male peritoneal dialysis (pd) patient was recently diagnosed with an infection (unspecified). The patient contact stated there was pink blood-like substance in the patient line. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 with cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was prescribed intraperitoneal (ip) antibiotics with vancomycin 1g every 5 days for 3 doses. The pd culture resulted positive for coagulase negative staphylococcus (species unknown). The patient did not require hospitalization and continued to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis was attributed to touch contamination. The pdrn confirmed the blood-tinged effluent was a result of the peritonitis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the adverse event and use of the cycler set. The cause of the peritonitis event was attributed to touch contamination resulting in staphylococcal peritonitis. Most cases of pd-related peritonitis are caused by touch contamination with the most common pathogen being staphylococcal species which commonly colonize human skin. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2021 it was reported that this male peritoneal dialysis (pd) patient was recently diagnosed with an infection (unspecified). The patient contact stated there was pink blood-like substance in the patient line. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) /2021 with cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was prescribed intraperitoneal (ip) antibiotics with vancomycin 1g every 5 days for 3 doses. The pd culture resulted positive for coagulase negative staphylococcus (species unknown). The patient did not require hospitalization and continued to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis was attributed to touch contamination. The pdrn confirmed the blood-tinged effluent was a result of the peritonitis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2021 it was reported that this male peritoneal dialysis (pd) patient was recently diagnosed with an infection (unspecified). The patient contact stated there was pink blood-like substance in the patient line. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 with cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was prescribed intraperitoneal (ip) antibiotics with vancomycin 1g every 5 days for 3 doses. The pd culture resulted positive for coagulase negative staphylococcus (species unknown). The patient did not require hospitalization and continued to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis was attributed to touch contamination. The pdrn confirmed the blood-tinged effluent was a result of the peritonitis.